Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. The getinge field service engineer (fse) noticed after two hours of failed operation, that it gave a low vacuum alarm and stopped. Fse resolved the issue by changing drive manifold and solenoid card. The equipment is ready for use.

Event description:
N/a

Event description:
It was reported that during a service inspection, the cs300 intra-aortic balloon pump (iabp) displayed fault 53. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed fault 53.